Event description:
The customer reported that when the surgeon pushed the activation button to grasp tissue, a system alarm was heard and a red light was seen. It was noticed that the tip of the device ha disengaged. A new dissector was installed and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off, confirming the reported condition. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide came in contact with the back of the moving jaw during activation. This contact caused the waveguide to crack and eventually break off. This kind of failure occurs when the clamping jaw is forced open too wide beyond its limit during device activation. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the waveguide and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.